Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated pacing impedance measurements on the right ventricular (rv) channel. A revision procedure was performed and the system was removed from service. The root cause of the clinical observations was not determined. No additional adverse patient effects were reported.